Event description:
The customer reported damaged emergency stop button during an unspecified procedure involving an olympus premium superpulsed laser system. There was no patient injury reported.

Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.